Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Literature article - ahmet s, kemer atik b, kandemir besek n, kirgiz a, gümüs kasapoglu g, yayla akincilar g. Comparison of three techniques for simultaneous intraocular lens implantation in subluxated cataract surgery: transconjunctival intrascleral, z-suture knotless transscleral, and cionni capsular tension ring assisted. Int ophthalmol. 2024 mar 20;44(1):152. Doi: 10.1007/s10792-024-03085-x. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
In a journal article, the physician reported that following intraocular lens (iol) implant surgery, there was postoperative complication. The patient with iol tilt in group one and it was thought that the dislocation was due to the movement of the iol haptic in the scleral tunnel. Iol repositioning was offered to this patient but not accepted further intervention. There are two medical device reports associated with this literature. This file is 2 of 2.